Event description:
Physician allegedly had trouble getting guidewire to go through ureteroscope; he was unable to use the ureteroscope and used dilators instead. Pt reportedly sustained a ruptured ureter.